Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "right capsule mass was found during the surgery". Device has been explanted and replaced. This relates to the right side.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional later reported, "right capsule mass was found, during the surgery". Healthcare professional additionally reported, inflammation/irritation, and lump/nodule. Device has been explanted and replaced with non-allergan device.